Event description:
The user facility reported that steam was emitted from the sterilizer while running a dart test cycle. The surgery center was closed for five days to allow for cleaning and replacement of ceiling tiles. No injuries were reported to patients or hospital staff.

Manufacturer narrative:
A steris technician inspected the unit and found the solenoid valves were leaking causing steam to exit the sterilizer. The technician replaced the solenoid valves, tested the unit and returned it to service. No further issues have been reported with the equipment. The sterilizer is not under steris service contract and was last serviced by steris in (B)(4) 2010. The equipment has not been maintained in accordance with the preventive maintenance guidelines. The operator manual states (pp. 7-1): "rebuild all solenoid valves (1x/year)." This had not been completed since the unit was last serviced by steris in (B)(4) 2010. Steris offered in-service training on the proper maintenance and operation of the sterilizer however the user facility declined.